Manufacturer narrative:
(B)(4).

Event description:
It was reported that the fastfix 360 straight delivery system device was used to repair the posterior aspect of the lateral meniscus. On attempting to deploy the second anchor, the grey ring would not advance. The surgeon removed the device from the knee and found that the delivery needle had bent almost 90 degrees and the tip of the device had broken off and remained in the joint. The tip was retrieved with an arthroscopic grasper and the repair was successfully completed with a fastfix 360 curved delivery system. A delay in the procedure of less than 30 minutes was reported. There is no report of patient injury or impact associated with this event.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. No further investigation is warranted at this time corrected UDI: no UDI number assigned. (B)(4).